Event description:
It was reported the patient's blood glucose (bg) level rose to 16.9 mmol/l (304.2 mg/dl) while wearing the pod between 5 and 24 hours. The patient tried correcting bolus doses which did not lower the bg's. As treatment, insulin was given with a pen and a new pod was placed.

Manufacturer narrative:
An alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The exposed portion of the soft cannula was observed to be stretched which caused the soft cannula to measure out of specification, 27.27 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.